Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) in (B)(4) alleging a onetouch verioiq meter was displaying inaccurate results compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2014 at 11:39am. The patient reported readings of ¿5, 3.6, 4.2, and 4.4 mmol/l¿ were obtained on the lfs meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=20% or <=1.11mmol/l when obtained within 20 minutes. The patient reported using non adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms on the day of the alleged issue. The patient reported on (B)(6) 2014 at 12pm she had something to eat or drink as treatment. At the time of troubleshooting, the cca confirmed the patient was using an approved sample site to obtain the samples and the correct testing steps. The subject meter was in the correct unit of measurement and the test strips were in good condition. The patient¿s test strip vial was in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because, the alleged issue was not resolved with troubleshooting with the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.